Event description:
Per the audiologist, the patient underwent surgery (B) (4) 2009 to have a titanium screw removed that was caught in a suture. The implanted device remains and patient is reportedly doing well.

Manufacturer narrative:
(B) (4). Implanted device remains.